Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of variable angle ¿ locking compression plate (va-lcp) cloverleaf fusion plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An internal review was performed. The investigation of the complaint articles has shown that: one 2.4/2.7mm va-lcp cloverleaf fusion plate, long (part number 02.211.252, lot number 7527627) was received with the complaint category of ¿broken: postoperatively.¿ one 2.4mm headless compression screw, long thread (reported part number 02.226.326, lot number unknown) and four 2.4mm va locking screws, star drive (reported part numbers 02.210.116, 02.210.118 (x2), and 02.211.120, lot numbers unknown) were received with the complaint category of ¿adverse event: no reported product problem.¿ the returned plate was received with a roughly transverse break located at the locking hole closest to the cloverleaf head of the plate. The break appears to be homogenous. There are scrapes over the surface of the plate and it is in otherwise good condition. Thus, the complaint condition is confirmed but cannot be replicated as the plate is already broken. The complaint condition is confirmed as the plate was received with a break in the shaft of the plate. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. Further evaluation at the chu shows that this plate is part of the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system which is indicated for fixation of osteotomies, fusions, fractures, nonunion, malunions, and replantation¿s of small bones and small pone fragments. (Technique guide j9980-b). The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. There were no findings in the DHR review. The risk assessment adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2015 to correct a non-union. The procedure involved a metatarsal lengthening and bunion correction. A broken plate was removed as well as a number of screws. The patient was revised to a transmetatarsal (tmt) fusion plate with screws. There were no reported surgical delays or fragments created/remaining in the patient. The procedure was successfully completed. The original procedure, also involving a metatarsal lengthening and bunion correction, was performed on (B)(6) 2014. The non-union and broken plate was discovered after patient complaints of pain and subsequent x-rays. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.